Event description:
On (B)(6) 2011, pt reported the down button on his infusion device is not responding when attempting to program a bolus. Pt stated he noticed the issue in the past few weeks. Pt reported he had to press the button longer than normal and it would eventually respond, but today is the first day it stopped responding. Pt stated the buttons pop back up when pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.